Manufacturer narrative:
Manufacturer's report date: 06/18/2014. Internal file no: (B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's reported tubing split or ruptured because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported that the tubing "split or ruptured" at the silicone segment inside the pump during a resuscitation attempt. The patient did not survive the event. It is not known whether or not the tubing rupture caused or contributed to the patient's demise, however, the nurse reported that the physician had not expected the patient to survive. Although requested, no additional patient or event information was provided.